Event description:
During a midfoot fusion, the spring loaded sleeve on the silicone handle broke when connecting to the joint preparation tool. All broken pieces were retrieved. Another handle was used to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records could not be completed as no lot number was provided. The device was not assembled when received. The broken pieces, such as the complete retaining sleeve and the retaining spring were missing. Visual inspection and comparison with the actual drawing shows that the article meets print specifications. The design of the sleeve was evaluated and deemed adequate. It was not possible to determine the static/fatigue loading on the instrument, nor the amount of times the sleeve might have been used before the failure. Due to the missing components, the root cause could not be determined from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for (B)(4).